Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported the following a stenting treatment procedure, the patient experienced thrombosis. Using a radial approach, the procedure treated the mildly calcified and mildly tortuous mid left anterior descending (lad) artery for in stent restenosis of a previously unspecified stent. Treatment utilized pre-dilation using a 2.5x20mm apex balloon and placed a 3.0x24mm ion stent. The stent appeared to be well apposed angiographically. Two days post the procedure while still in the hospital, the patient experienced an acute mi and thrombosis 4mm into the stent. Treatment used angioplasty to open up the stent. The patient was on plavix and heparin at the time of the event.